Event description:
It was reported that the system suddenly stopped during surgery. The screen went black, for a brief moment and gave an error message. The machine was restarted and procedure was completed. Reported that procedure was completed in 22 minutes versus doctors standard 7 minutes. No patient outcome or injury was reported.

Manufacturer narrative:
Inspection and analysis of the unit is still in progress. A supplemental will be submitted upon completion of investigation. (B)(4).

Manufacturer narrative:
Inspection and analysis of the unit was performed. Engineeer was not able to duplicate the reported issue. The engineer replaced the monitor computer bezel, tested checklist and machine is in good condition. No patient injury was reported. (B)(4): placeholder.